Event description:
Boston scientific received information that during the implant procedure, this patient expired. As the physician was in the process of implanting the lead, the patient suffered respiratory distress and could not be revived.

Event description:
Additional information was obtained from the field that this patient had serious health issues and was intubated prior to the implant procedure. The field representative noted oxygen saturation decreased rapidly and the patient's heart stopped despite being paced. Standard emergency protocols were implemented by the hospital.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.